Event description:
It was reported that, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed. The patient was stable.